Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to a driveline communication fault on the system controller. The alarm returned after deleting it through the heartmate touch screen. The alarm resolved after modular cable and system controller exchange.